Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this electrode was explanted due to discomfort and the patient wanted do not resuscitate status. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Code 3191 is linked for a surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was explanted due to discomfort and the patient wanted do not resuscitate status. There were no additional adverse patient effects.